Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving higher readings on her adc freestyle libre when compared to a capillary test result with the strip. No comparative readings were provided for the date of the reported medical event. On (B)(6) 2019, customer experienced hypoglycemia symptoms described as ¿fast sweating, dizziness and subsequently lost consciousness¿ and was treated with glucagon by her sister who is a nurse. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported receiving higher readings on her adc freestyle libre when compared to a capillary test result with the strip. No comparative readings were provided for the date of the reported medical event. On (B)(6) 2019, customer experienced hypoglycemia symptoms described as ¿fast sweating, dizziness and subsequently lost consciousness¿ and was treated with glucagon by her sister who is a nurse. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.